Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 27-may-2016 reseated cover of the line conditioner. Pluged in g8. No errors to report. The most probable cause of the reported event was due to front panel was not connected properly.

Event description:
On (B)(6) 2016 the customer reported powervar conditioner has failed with their hlc-723g8 analyzer. Customer reported that the powervar conditioner has failed on the new g8, they have taken the other conditioner from the original g8 and used it. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.